Manufacturer narrative:
Additional follow-up with the customer indicated that the handpieces were being cleaned with enzymatic cleaners. During cleaning, the customer was flushing with 60 cc of water, instead of the recommended 120 cc of distilled or sterile water. An alcon clinical representative visited the site and identified a number of issues related to the cleaning and sterilization of the handpieces. She also made recommendations regarding the use of pre-operative preparation of the patient. The customer was sent the I/a handpiece instructions for use, which includes recommended methods for cleaning the handpieces. The customer was also sent a asorn article, "recommended practices for cleaning and sterilizing intraocular surgical instruments". Investigation, including root cause analysis is in progress.

Event description:
The customer reported multiple cases of anterior chamber inflammation, with some of the cases exhibiting fibrin reaction. The customer also stated that they are having problems with the I/a tips being clogged and hard to clear. Additional information for each specific patient has been requested. However, for this patient, the doctor has not returned a questionnaire. This report is for one patient; for additional patients, see mfg report #'s: MDR 2028159-2007-00441, 00442, 00444, 00445, 00450, 00452, 00453.